Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was admitted for gastrointestinal (gi) bleeding on (B)(6) 2023. An esophagogastroduodenoscopy (egd) was performed without evidence of active bleeding and no clear source of melena. The patient was on warfarin for the left ventricular assist device (lvad). They had blood in their esophagus consistent with epistaxis, and a friable hyperemic duodenum. Two polyp biopsies were taken. It was decided to discontinue all anticoagulation given the risk of gi bleed reoccurrence. The patients result for helicobacter pylori (h. Pylori) was negative. They received 3 units packed red blood cell (prbc). They were started on an intravenous (IV) proton pump inhibitor (ppi) with conversion to oral pantoprazole 40mg bi-daily for 8 weeks. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
D4: expiration date and primary UDI number, updated h4: device manufacture date, updated the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.